Manufacturer narrative:
E1: phone number extension (B)(6). H3: one pump was returned for analysis in used condition. Visual inspection showed the pump syringe port was cracked and the screen was scratched. No issues were found in the event history log. Functional testing was able to duplicate the reported issue and identified error code 112. Service history identified the complaint was not related to a previous service of the device within the review period. The investigation determined that the most probable cause of the reported issue was the motor. The front housing, rear housing, syringe cap, battery cap, keypad, rear label and motor were all replaced, and the pump passed all functional tests and performed as intended.

Event description:
It was reported that the device had a system fault. Per reporter, this event occurred during testing. There was no physical damage reported. There was no patient involvement.